Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple events after this date indicating the device was turning itself on automatically. The investigation found no fault with the pad device or fault can be caused by a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in this report.